Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. In a separate visit the lens was exchanged vertically for a same length lens and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4). Manufacturer narrative comment; device revision or replacement (lens replaced or exchanged) or reposition is identified in the labeling as a known potential adverse event following icl implantation.

Manufacturer narrative:
Device evaluation data: h3 - device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Correction data: b5 - a healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault and blurred vision. In a separate visit the lens was exchanged vertically for a same length lens and the problem was resolved. Cause of the event was reported as unknown. H6 - health effect - clinical code (e): reported as; 4582 - correct to 2137. H6 - investigation conclusions (d): 4310. Claim# (B)(4).